Event description:
No additional information.

Manufacturer narrative:
Investigation results: no product or photo was returned by the customer. The customer complaint of separation other component - leak could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material: 2420-0007 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
No additional information.

Manufacturer narrative:
The customer reported breaking of the tubing, and returned two samples of material 2420-0007, lot unknown. Upon initial visual examination, the sets both had the same failure of broken male luer tip. The plastic was chipped off and broken. The potential root cause for the broken male luer is weakening of the plastic by alcohol, the luers need time to let the alcohol dry. A device history record review could not be performed on material 2420-0007 because the lot number is unknown.

Event description:
It was reported that bd alaris pump module smartsite infusion set separated the following information was received by the initial reporter with the following. It was reported by the customer that nurses have been experiencing breaking, separation and cracking of the IV tubing when taking the IV tubing out of the packages. In addition, when nurses begin to prime their IV fluids through the tubing, they are also having issues. Additionally, keith stated that nurses are experiencing leaking from the IV tubing after an infusion has been hung and infusing for a few hours. Keith stated this most commonly is occurring with bd alaris pump infusion sets that are used for primary infusions in the ICU.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.